Manufacturer narrative:
Follow-up #1: date of submission 01/05/2015 - device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: the pump history revealed that the last basal and last bolus deliveries were on (B)(4) 2014. The pump was manually suspended on (B)(4) 2014 at 19:00 and manually resumed at 21:42. There were no alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses added up appropriately and equaled the total daily dose, which showed that the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The original complaint could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date the patient experienced blood glucose (bg) levels less than 70 mg/dl, but greater than 40 mg/dl and greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.